Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was rupture of the posterior capsule. No additional information was provided to abbott medical optics.